Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was deformation on the carton and inside packing. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: six photos were reviewed for this investigation. Based on the review of the photos, this complaint has been confirmed and determined to be the result of shipping damage. The DHR was reviewed and there were no non-conformance reports issued.